Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent nocturnal hypoglycemia while using the ilet system, with review of device data indicating that evening meals were commonly announced as smaller than actual intake, prompting subsequent correction doses and preceding the overnight lows. Symptoms included low blood glucose episodes consistent with hypoglycemia. Outcomes included the need for troubleshooting and user education without hospitalization or injury. Investigation included a review of available device data and user interaction to assess use-patterns. Investigation of this case revealed that device performance was consistent with design and that incorrect meal size announcements were the probable contributor to the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with user-related factors affecting glycemic control. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.